Event description:
Covidien/monoject 19g x 1" standard hypodermic needle manufacturer part #8881250081, lot number 24g075. We use lots of needles and for whatever reason these needles cause extremely bad coring, possibly they didn't get sharpened properly or there is an issue with the manufacturing process on this lot.